Event description:
Outbound, pt reported pump alarming no disposable and having to reattach cassettes to restart pump. Stated increased frequency in past 2 weeks and have not had to discard any cassettes. No lot numbers available. No further details provided.